Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an angioplasty procedure of the mildly calcified right arm arteriovenous (av) shunt the armada 35 balloon dilatation catheter (bdc) was inflated to rated burst pressure (rbp) but could not fully open. The device was deflated and removed from the vessel with resistance. A different non-abbott device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The inflation issue was not confirmed as the balloon was able to be fully inflated. The resistance during removal was unable to be tested as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue. The resistance during removal was likely due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.